Manufacturer narrative:
The age of the patient is provided as an approximate age by arthrocare corp. A visual examination and functional testing of the device was performed. The visual examination confirmed the external insulation was melted at the distal tip with evidence of damage and the saline delivery IV spike has been cut off. The functional testing confirmed the device was returned in an operational condition and device was able to fire in saline (2 minutes), suction line was also functional, and saline delivery test could not be performed (IV saline spike was cut off). The lot history record was also reviewed for the device. No issues were found in device lot history record. The lot met all device specifications. The root cause of the melted external shrink tubing could not be determined.

Event description:
During a tonsillectomy procedure, the insulation on the distal tip of the wand melted and detached within the surgical site. It is not known if all of the detached insulation as removed from the surgical site. There was no reported injury to the patient.